Event description:
A malfunction alarm was reported, and it was confirmed that there was no adverse impact to the customer's blood glucose level, which remained below 500 mg/dl. Technical support assisted the customer with resetting the pump and provided instructions for handling the issue if it recurs. The customer acknowledged the guidance given and was informed they could continue using the pump.